Event description:
It was reported that patient underwent an explant procedure due to methicillin-resistant staphylococcus aureus infection and whole spinal cord stimulation (scs) system were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately february of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5061028/21442763.